Event description:
The customer experienced several occlusion alarms which led to blood glucose levels registering as ¿high¿; a specific value was not provided. To address the high blood glucose levels, the customer administered correction injections via multiple daily injections (mdi) or exercised. To address the issue, the customer took corrective actions by administering a correction injection or exercising. Tandem technical support instructed the customer to disconnect from the site, load a new, empty cartridge onto the pump, and deliver a bolus. A replacement pump was also arranged to be provided as a one-time resolution.